Manufacturer narrative:
Additional information: b5 and b6 b5: on an unknown date, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 3 days, ongoing, route not reported) and meropenem injection (1 gram, once daily, ongoing, route not reported) for peritonitis. It was reported that the patient has recovered from abdominal pain. At the time of this report, the patient remained hospitalized and was recovering from peritonitis and cloudy effluent. Pd therapy was ongoing. No additional information is available.